Event description:
It was reported that the patient required left lower leg paresthesia, but reprogramming on (B)(6) 2012 was unable to obtain the paresthesia using any electrode combination. The patient reported an uncomfortable sensation in his lower back. Impedance tests showed out of range impedances on electrodes 2, 3, 4, and 5. X-rays were taken to check the lead, but the results were unknown. The patient received revision surgery on (B)(6) 2012 and the lead was replaced. Following surgery, the patient received appropriate lower left leg paresthesia and impedances were normal. The patient recovered without sequelae.

Manufacturer narrative:
Product ID 3878-45, lot# b0933785k, serial# implanted: (B)(6) 2009, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis of lead: model 3878-45, lot# b0933785k, showed that conductor circuits #0, 2, 3, 4, and 5 were broken 18.5 cm from the distal end of the lead. Functional tests found circuits #1, 6, and 7 to have acceptable continuity while circuits #0, 3, 4, and 5 showed intermittent open circuits and circuit #2 was open. No short circuits were seen.